Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous segment of the distal rca. After several attempts to pass the lesion with different devices, rotablators were used. Subsequently, the orsiro mission was used for stent placement, but it failed to pass in the lesion. When the device was removed from the body, the tip of the stent was found curled (deformed), so it was not used. A competitor's stent was then used. The procedure was completed without any problems for patient's health.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous segment of the distal rca. After several attempts to pass the lesion with different devices, rotablators were used. Subsequently, the orsiro mission was used for stent placement, but it failed to pass in the lesion. When the device was removed from the body, the tip of the stent was found curled (deformed), so it was not used. A competitor's stent was then used. The procedure was completed without any problems for patient's health.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.